Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that therapy was turning off by itself for a couple of hours for the past two weeks. The patient had checked with the programmer and it showed that therapy was off at the time. No traumas or falls were reported to be related to the issue. The indication for use was spinal pain. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.